Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6 investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unknown bd vacutainer® push button blood collection set an undisclosed safety incident occurred which resulted in a needlestick incident post blood draw. Post exposure testing occurred and the injured person is doing well. The specimen was recollected. No other health impact or consequences were reported. The following information was provided by the initial reporter: customer reports an undisclosed safety related incident what was the nature of the safety related incident? : needlestick post blood draw did exposure to blood/ bf occur? : yes. If exposure occurred was there any post exposure testing or medical intervention? : yes, testing. What is the condition of the injured person now? : well. Did the specimen(s) need to be recollected? : yes. What bd device was involved in that incident - please provide cat# and lot #; unknown. Quantity received and quantity affected: unknown. Please provide photos of affected product with lot number showing on a photo; I do not have a record of the lot number for the needle.